Manufacturer narrative:
Both drill bits were received with broken tips. On one the remaining portion is approx. 9 mm on the other one only 5mm. Both drill bits showed marks of forcible or often use. The broken off tips were not sent with the shafts and are missing. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR (B)(4). Placeholder.

Event description:
It was reported that during a zero-p procedure, surgeon was drilling holes for screws and two drill bits broke. Surgeon was able to use a third drill bit to complete the procedure with no further problem. All broken pieces were retrieved. This is report 2 of 2 for complaint (B)(4).

Event description:
This report was for two drill bits with the same part and lot number

Event description:
This complaint is for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development event evaluation revealed that the drill bits are designed for use with the drill guide, aiming device, and threaded drill guide, and they are not intended to be used without any of these guides. They are also not intended to be used under power assist. The gouges on the cutting flutes suggest that there may have been interference with another metallic surface. The gouges on the 3.6mm shaft suggest that the drill bit may have been subjected to a lateral load where there was interference with another metallic surface. The complaint is indeterminate. The consultant indicated that the drill bits were new and were used by hand. The consultant indicated that the surgeon may have applied a lateral load to the drill bit during the hole preparation step, which could have been what caused the drill bits to break. The drill bits are not design or intended to experience any lateral load during hole preparation. The manufacturing evaluation showed that both drill bits broken on the tip; on one the remaining portion is approximately 9 mm on the other one only 5mm. Both drill bits show marks of forcible or often use. The broken off tips were not sent with the shafts and are missing. The measurable dimensions were found to meet the print specifications. The DHR review shows that correct manufacturing process and hardening procedures were used. We are not aware of any other breakages of the concerned lot number. The complaint is deemed indeterminate from a manufacturing standpoint.